Event description:
Electrode monitoring pads applied to right and left clavicular area's and also to abdomen on 10/5/94. Upon removal 10/6/94 left site had blistered area. The abdominal area had a circular water filled blister/burn. This required immediate and subsequent medical treatment with cream twice daily.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.